Event description:
It was reported that during a laparoscopic gastric bypass with roux-en-y procedure, the instrument failed to completely staple throughout the firing sequence. It did not cut throughout the entire staple line. It should be mentioned that some of the reloads used were reprocessed, it was not clear, however, if these were the reloads that caused the problem. The surgeon had to go back and suture the leaks present in the staple line. There was no pt consequence.